Event description:
A hologic technical support (ts) agent reported that one sars-cov-2 tma worklist ((B)(4)) using assay master lot 885655 on the panther fusion instrument (sn (B)(6) may have been affected by a positive contamination event after seeing clustered positives in the instrument logs. Ts reviewed the worklist and noted 21 positive samples out of 62 total (33.87% positivity rate). Customer performed lab cleaning, monthly maintenance, prepared new reagent kits, then retested samples. Customer did not provide information on how retesting was performed. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. Customer reported out the initial positive results, but later confirmed that the results originally reported as positive had been amended to negative after retesting. Customer did not provide hologic with any information on treatment or further patient impact. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.

Manufacturer narrative:
Hologic technical support (ts) and product applications specialists (pas) reviewed the logs and confirmed contamination had been noted on previous runs for other assays and suspected the sars-cov-2 tma run could have also been affected. Pas recommended customer to discard all open kits, perform monthly maintenance, perform lab cleaning, and run panels and environmental testing. Customer completed recommendations and reported the panels and testing came up negative. Subsequent runs after cleaning and preparing new kits had no issues. No further issues were reported by customer to hologic regarding this issue.